Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) due to fusion was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.